Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Manufacturer narrative:
B3- date of event: updated. B5- describe event or problem: updated.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that the date of the inferior vena cava (ivc) filter examination was (B)(6) 2018. The inferior vena-cava filter was intact. The tip appeared to about the posterior cava wall. The tilt appeared to be less than 5 degrees, the struts appeared to be intact and the struts were contained at the vena-cava. There was no definite bending or breakage. There was no suggestion of vena-cava stenosis. The ivc appeared to be in satisfactory position. There was no evidence for migration.